Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The fault was determined to be an intermittent cable failure. The baton's faulty cable caused intermittent blurry images and green static lines on the screen. The baton was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, the baton was not working. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.